Event description:
Nurse related that there was a breakage of the bolster. This had only been in situ for three months.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.